Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was being interrogated pre-operatively for pacemaker change out procedure. Upon interrogation, the atrial lead was exhibiting lead noise with brief mode switch episodes. Patient will continue to be monitored and was in stable condition.